Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -16.5/+1.5/102 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The lens was torn in the haptic area, during delivery into the eye and remains implanted. The patient complains of glare and halos, especially at night. The surgeon plans to explant the lens.

Manufacturer narrative:
Claim# (B)(4).